Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00099. This event occurred in a foreign country.

Event description:
Allegedly, tibial bone had collapsed and placed the component in extreme anterior tilt. The femur was subluxing forward and the tibia had to be revised. Allograft used to build up deficit proximal tibia. Then base plate cemented on.